Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, the device became stuck on tissue and would not cut and coagulate. They used scissors to cut around the device to get it off. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 04/13/2009. Information anticipated, but unavailable at this time.